Event description:
The officer placed the electrodes on the pt and it kept repeating "check electrodes". The officer claimed he had stuck electrodes on the pt correctly, but shortly after that the ambulance arrived and placed their electrodes on the pt.